Event description:
According to the reporter, during a veterinary procedure, the material of the sutures was very weak and snapping easily. One pack was reported to have needle completely detached from the suture.

Manufacturer narrative:
D10 concomitant products: cm-884 - cm-884 biosyn* 0 vio 75cm gs22 x36, lot# d1m3006y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one suture and one needle. The needle was returned attached to the suture. The suture was returned broken, 31 inches from the needle attachment point. The measurement was taken with an aluminum rule, calibrated asset. No breaches (aside from the tear created to open the pouch) in the foil, post sterility seal and perimeter seal were noted upon inspection of the foil pouch using light assisted microscopy. The suture did not exhibit any abnormalities in color, texture or integrity aside from the reported breakage. Light assisted microscopic inspection of the breathable pouch noted no breaches or damage. The needles were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of eight sutures was performed with no abnormalities. No breaches in the foils, post sterility seals and perimeter seals were noted upon inspection of the foil pouches using light assisted microscopy. Functional testing found that the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. A simple knot was performed on eight sutures and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No breakage or fraying was noted while handling/loading the sutures into the instron machine. The instron then pulled the individual sutures at a rate of 300 mm/min until the sutures broke. The breaking point load force was measured and were found to meet ep minimum mean and minimum individual specifications. A simple knot was performed on the suture and the knot was pulled tight. The suture broke upon being tied in a knot. As the sample was opened by rpa, further evaluation could not be performed by engineering. Rpa proceeded to perform simple knot testing on the two halves of the ninth sample, noted as segment "a" and segment "b". Segment "a" was tied into a knot and the suture began to fray. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. The segment "a" frayed while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the suture broke. The breaking point load force for segments "a" and "b" was measured and were found to fall below ep minimum individual specifications. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a veterinary spay procedure, during closing of the abdominal muscle, the material of the sutures was very weak and snapping easily. One pack was reported to have a needle completely detached from the suture. A new box was opened to complete the case. There was no patient injury.